Event description:
It was reported that oversensing due to noise was noted. Noise was reproduced by manipulating the pocket. Upon opening the pocket, insulation cuts were observed. Lead was capped and replaced. Patient was in good condition after the event.